Manufacturer narrative:
Efforts to obtain additional information from accredo specialty pharmacy were unsuccessful. At this time, no components or additional information have been made available to millyard advanced medical products, llc for further investigation.

Event description:
An initial event notification was received by united therapeutics drug safety on 01-apr-2026 from accredo specialty pharmacy, and forwarded to millyard advanced medical products, llc on 02-apr-2026. It was reported that the patient experienced communication issues between one of their remunity pumps (serial number (B)(6) and its corresponding remote. The patient was unable to switch to their backup system as the backup remote had been inadvertently dropped in water and no longer functioned as expected. Troubleshooting efforts and attempts to pair the patient's backup pump to their original remote were unsuccessful.